Event description:
It was reported, the patient had a ¿weird tingling sensation¿ when the deep brain stimulator (dbs) was turned back on following an emergency open heart surgery the day prior to report. The patient had their stimulation adjusted a few days prior to the open heart surgery. The health care professional had taught the caregiver how to adjust the stimulation but they couldn¿t remember how to do it.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v984593, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# v984593, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).